Manufacturer narrative:
As the batch number was not reported. The device in question will not be returned to boston scientific for technical analysis as it was discarded by the user facility. Therefore, the cause of the event is unknown. However, it is of note that the directions for use (dfu) for this product family under the pre-cautions state "when the guide wire is in the body, it should be manipulated only under fluoroscopy" also "never advance or withdraw an intravascular device against resistance until the cause of the resistance is determined by fluoroscopy. Excessive force against resistance may result in separation of the guidewire tip, damage to the catheter, or vessel perforation".

Event description:
It was reported the guidewire [device in question] was used to successfully assist in the placement of the stent. The guidewire was then retracted into the stent to assist in the placement of the microcatheter to allow the catheterization of the aneurysm to complete the procedure. As the microcatheter was advanced into position, the guidewire advanced in the aneurysm and then looped back through the stent becoming caught on the stent. Lateral fluoroscopy was only being used intermittently, so the event was only observed after the fact. The patient experienced a spike in blood pressure and was sent for a computerized tomography (CT) scan. Due to this event, the procedure was aborted.